Manufacturer narrative:
The hydrus microstent was discarded by the user facility and not available for evaluation. Patient follow-up information and device identifiers were requested, but not provided. A supplemental report will be filed if new information is received. Iritis, elevated iop, microstent explantation, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. After chronic iritis and high intraocular pressure, the surgeon opted to explant the microstent and proceed with a trabeculectomy on (B)(6) 2022. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and all released product met specification. Microstent-iris touch and device malposition are listed in the device labeling. Manufacturer reference #: (B)(4).

Event description:
A patient with a shallow anterior chamber and baseline iop of 49 mmhg on 3-iop lowering medications underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. On 26-aug-2022, iop was 50 mmhg on 2 iop lowering medications with 2+ cells in the anterior chamber and microstent-iris touch. After explantation with trabeculectomy ((B)(6) 2022), unmedicated iop was 6 mmhg on steroid and atropine. The surgeon expects slow improvement and notes the patient will likely need yag laser for a fibrin membrane on the iol.

Manufacturer narrative:
Manufacturer reference #: cmp (B)(4).